Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. Per the IFU, pericardial effusion is a known risk with the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a cardiac perforation occurred. After one hour into the procedure, the patient experienced a decrease in blood pressure. Fluoroscopy and an echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed which stabilized the patient. The user was not used to the ampere generator settings and has since made adjustments to fit his needs.

Manufacturer narrative:
This model number is not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The product code and PMA number listed, is the information for the similar comparator device.